Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Factors that can contribute to inflation issues include, but are not limited to, manufacturing, leaks/ruptures with the device, issues with the inflation device or loose connections: however, these could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an armada dilatation catheter was advanced to the posterior tibial, heavily calcified lesion without issue. Balloon inflation attempt was performed; however, the balloon failed to inflate. The device was removed from the anatomy without issue and another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.